Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13j16050 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Two months after the onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment for the event was not reported. Five days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from peritonitis. On an unreported date, pd therapy was discontinued. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The onset of peritonitis was reported to be an unreported date in april 2014. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as complaints (B)(4).